Manufacturer narrative:
(B)(4). (B)(6). Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4). (B)(4).

Event description:
It was reported via a journal article that post a stenting treatment procedure, restenosis occurred. The patient presented with shortness of breath and hypertension. Angiography revealed total occlusion in both subclavian arteries. The target lesion with tight ostial stenosis was located in the left main coronary artery (lmca). An additional target lesion was located in the right coronary artery (rca). A 3.5x12mm taxus stent delivery system (sds) was advanced to the lmca and the stent was deployed. Next, a 4.5x16mm express sds was advanced to the rca and the stent was successfully deployed. Final angiographic results were good. Six months later, a follow-up angiography revealed that the taxus stent was patent with minimal neointimal hyperplasia. However, the 4.5x16mm express stent had tight in-stent restenosis with severe neointimal hyperplasia proliferation. A 3.5x23mm non-bsc stent was used to treat the restenosed express stent. Angiography showed good results. Eight months later, angiography revealed no significant change with the lmca or rca. Four years later, angiography revealed severe restenosis at both the lmca and rca, which was treated with bypass surgery.